Event description:
It was reported that the customer had high blood glucose levels of 428 mg/dl. The customer also reported low blood glucose levels in the morning of the event and treated with orange juice. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.